Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The pink slide did not move forward and the cannula was visible.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. Download data showed first prime completed at pulse 22 and the device was deactivated after pulse 32. The priming sequence did not run enough pulses prior to deactivation to deploy the device. A rotational sensor malfunction was observed in the data. The device was reset, paired to a master pdm and delivered a 5u bolus. The needle mechanism deployed as intended during rerun. The downloaded rerun data replicated the rotational sensor malfunction. Inspection of the commutator cap found areas of contamination. Based on the data and the visual inspection of the commutator cap, it was determined that the contaminant contributed to the reported event.